Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Pad unit has device service required message.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, (B)(4) on the 28th november 2012. The history log for this device showed that the pad-pak was first installed on the 26th february 2013 and that it had performed to specification up to the 18th september 2016. On the (B)(6) 2016, the device recorded a self-test fail due to the shock button being stuck. The device continued to record multiple self-test fails due to a shock button error up to and including the last log entry on the (B)(6) 2016. After further investigation, it was found that the shock button was misaligned, which caused a short circuit within the device, causing the 'device service required' prompt.